Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun melsungen internal report number (B)(4). Multiple attempts to obtain the pump, logs and/or additional information were not successful. Without the actual device or logs, a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. If the device, logs and/or any additional pertinent information becomes available, a follow up report will be submitted.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: ref 8713052u. Serial number unknown. Problem: limited information at this time. These pumps have a drug library. The customer rented 10 pumps from (B)(4). These 10 pumps do not have the drug library loaded onto them. A clinician at the facility used one of the 10 pumps to give dobutamine to a patient. The clinician, in an attempt to find the drug library, ended up using the dose rate calculator to program the pump. The dobutamine of an unknown volume was given in 45 min instead of the intended 10 hours. It is unknown what pump out of the 10 was used. Injury- yes. Limited information at this time sample: unavailable. Update: second email sent to customer in an attempt to obtain additional information. Customer stated that there was not a patient injury. But there was an over infusion. She stated that instead of using the drug library(because it was not loaded on the rental pump) the clinician used the dose rate calculator to program the pump. The clinician ended up infusing dobutamine 200mcg/ml in a 250ml bag in 45 min instead of what should have been around 10 hours. The patient was a male (B)(6) old. The staff made the pharmacist, physician and quality team aware. They monitored the patients vital signs every 15 min for "several hours". No additional treatment or orders from the physician. No alarms were triggered. No serial number for the pump available. They use bbraun tubing but not sure of a ref or lot number.